Manufacturer narrative:
Investigation summary a device history review could not be completed as no batch number was provided. No samples, photos or product information available for evaluation. As a result, bd was unable to verify the reported issue or determine a definitive root cause at this time.

Event description:
It was reported that the unspecified bd¿ needle was defective and didn't work. The following information was provided by the initial reporter: ¿so I know we are not supposed to reuse needles, but I had one in my case from yesterday. Think the needle might be defective as the used one worked and I was able to mix."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ needle was defective and didn't work. The following information was provided by the initial reporter: ¿so I know we are not supposed to reuse needles, but I had one in my case from yesterday. Think the needle might be defective as the used one worked and I was able to mix."